Event description:
It was reported that an arteriotomy closure of the right internal iliac artery was attempted using a proglide device after a peripheral interventional procedure. Reportedly, when the physician pulled the plunger from the device body no suture was present. The device was removed from the patient and another proglide was attempted with the same result. The device was also removed and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was indicated that the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. Based on the reported information and manufacturing inspection criteria, no product deficiency was identified and the cause for the reported event could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. (B)(4) - indication for use. Per the instructions for use, the proglide device is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone catheterization procedures. The other proglide devices mentioned are being submitted under a different medwatch report number.